Event description:
It was reported that high lead impedance was detected on (B)(6) 2016 upon diagnostics. The generator was programmed off. No additional relevant information has been received to date. No surgical intervention has been reported to date.

Event description:
The patient underwent a generator and lead replacement on (B)(6) 2016 due to the lead fracture. The explanted suspect product has not been received by the manufacturer to date. No additional relevant information has been received to date.